Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during hip arthroplasty, while the surgeon was impacting an acetabular cup with an inserter, the inserter's locking bolt fractured.

Manufacturer narrative:
The hybrid offset shell inserter was returned for review. Visual inspection reveals that the inserter shows signs of wear and tear, suggesting extensive use. The inserter hex bolt is fractured at the head and shaft junction. Witness marks are visible on the screw access hole and lateral strike marks are visible on the knurled handle. These marks indicate misuse. The frequency of use of this instrument is unknown. Device field age is approximately 8 years and 9 months based, on manufacturing date. Receiving/inspection reports were reviewed and the shell inserter was accepted by zimmer quality control. This device is used for treatment. Previous investigation captures the failure mode of bolt fracture specific to hybrid offset shell inserter. The failure occurs due to a reduced cross-sectional thickness at the root of the bolt. This is caused by the drill point that is used in the hex manufacturing. Material change (mc) was implemented to increase the hex bolt head height, eliminate the drill point, and increase the shank fillet radius, thus reducing stress in the failure region. This device predates the material change to address failure of this nature. Furthermore, evidence of side impaction implies that the surgeons are placing off-axis load on the impaction handle which is designed to be struck on the impaction surface, not the side of the handle. Off-axis loading can create unintended loading conditions and stress on the bolt during use. The likely cause for the reported issue is a previously addressed design issue that was further exacerbated by misuse.

Event description:
It is reported that during hip arthroplasty, while the surgeon was impacting an acetabular cup with an inserter, the inserter's locking bolt fractured. Fractured portions of the bolt were removed from patient.